Manufacturer narrative:
An eval of the tap confirmed the break. Visual inspection did not identify any abnormality. A review of the lot record indicates that it met specification. Info was not provided to determine why the tap seized in the pedicle. The breakage is considered an isolated event as there has not been any similar occurrence reported. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
A tap used for preparing a pedicle for screw placement broke as it was turned in the reverse direction. The device problem added approximately one hour to the surgery because of the time needed to remove the tap remnant in the pedicle. The extra time exposed the pt to unnecessary anesthesia. The surgery was completed successfully without injury to the pt.